Event description:
It was reported that during kit inspection, the handpiece appeared low speed while depress throttle. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: (B)(6).

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor speeds were out of specification on the low end. The motor, sleeve, reciprocating arm, spring seal, bearing, and o-ring were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.